Event description:
It was reported to philips that a button on the display assembly was coming off. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.